Manufacturer narrative:
The calcium reagent lot number was 898956 with an expiration date was 30-nov-2026. The tina-quant c-reactive protein reagent lot number was 887728 with an expiration date was 31-jul-2026. The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay and tina-quant c-reactive protein IV assay on a cobas 8000 c702 module. Calcium: the initial result was 0.02 mmol/l and was transcodified to "<0.20" mmol/l and sent to the laboratory information system (lis). The repeat results were 2.46 mmol/l and 2.42 mmol/l. Tina-quant c-reactive protein: the initial result was 0.14 mg/dl and was transcodified to "<0.6" mg/l and sent to the lis. The repeat results were 3.93 mg/dl and 3.67 mg/l.

Manufacturer narrative:
The customer confirmed that the tube was contaminated by potassium. Ethylenediaminetetraacetic acid (k-edta), causing the low calcium result. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (contamination of the tube) at the customer site. Preanalytics are within the customer's responsibility.